Event description:
The customer reported to olympus the olympus endoscope reprocessor displayed error code e99. The reported issue was discovered during reprocessing. There was no patient/user harm or injury reported due to the event. Upon onsite inspection, it was also discovered that the disinfectant concentration check had not been performed which, is also a reportable event. This medical device report (MDR) is being submitted to capture the reported malfunction by the user as well as the reportable malfunction found during onsite inspection.

Manufacturer narrative:
At this time, it has been indicated to olympus that the device will not be returned for testing and evaluation. Should additional information become available, or the evaluation is completed, a follow-up report will be submitted. Related complaints: (B)(4) oer-3 olympus endoscope reprocessor, serial number (B)(6). (B)(4) gif-h190n evis exera lll gastrointestinal videoscope, serial number (B)(6). (B)(4) gif-h190n evis exera lll gastrointestinal videoscope, serial number (B)(6). (B)(4) gif-h190n evis exera lll gastrointestinal videoscope, serial number (B)(6).